Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using one bd vacutainer® push button blood collection set, the customer noticed a crack at bottom of the line where the sheath connects causing blood leakage. No other patient or user impact reported.

Manufacturer narrative:
Investigation summary: bd had not received any samples for investigation. Upon visual inspection of 10 retained samples, no cracked female luer adapters were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure modes: cracked product. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using one bd vacutainer® push button blood collection set, the customer noticed a crack at bottom of the line where the sheath connects causing blood leakage. No other patient or user impact reported.